Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2017 at 06:30pm, he obtained a result of ¿305mg/dl¿ on the subject meter. The patient manages his diabetes by self-adjusting his insulin doses and administered ¿8 units of fast-acting insulin¿ on (B)(6) 2017 at 08:30pm. The patient reported that at an unspecified time after the issue, he developed symptoms of ¿weak, frequent urination and sweating¿. The patient reported that he visited the hospital where he obtained a blood glucose reading of ¿90mg/dl¿ on a hospital meter, which made him feel that the reading of ¿305mg/dl¿ obtained on the subject meter was inaccurately high. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not report obtaining any medical intervention. During troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.